Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation evaluation is based on event description solely since no device or clinical images have been available to support the investigation. Very limited information in event description. Unknown which introducer and approach physician used, jugular or femoral, since a uni set was reported used. It seems that the filter was deployed before "final contrast run" was performed. It is possible that the physician wanted to remove the filter introducer before doing the final run, and maybe forgot to release introducer from sheath by disconnecting the introducer sheath from the introducer handle. Physician might have tried to remove introducer and noticed that sheath was moved together with introducer. However, it is possible to do the final contrast run through the introducer. IFU does not state that introducer should be removed before final contrast run. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: during a procedure of ivc filter insertion after the filter was deployed the deployment device could not be removed from the sheath meaning a final contrast run could not be done. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence